Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx drug eluting stent to treat a severely tortuous and severely calcified lesion, located in the mid diagonal branch, exhibiting 100% stenosis (cto). There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. There were no difficulties removing the protective sheath. The device was inspected with no issues identified. The lesion was pre-dilated. There was no issue with the inflation device. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent dislodgement occurred during delivery. It was reported that the device went over a bend and when it was backed up, the stent dislodged, and a non-compliant post dilation balloon was then used to fully expand the stent to the vessel wall. The stent was not crushed. The procedure was completed. Patient status post-procedure is alive with no injury.